Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 barrel cracked. The following information was provided by the initial reporter: material # 303310 batch #4 261568. Verbatim: rcc received a complaint via email. Email(s) attached . Good morning bd team, we have a trend of 20ml syringes with holes in them. Please see below. Safer # ps-2025-059698 location **** date 04/01/25 ref 303310 lot 4261568 --------------------------------------------------- customer responded on 09-apr date of event - 04/01/2025. Issue observed before use / during use - pinhole in 20cc syringe, causing sodium chloride to leak out of syringe. Status of sample (yes/ no) - yes.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.